Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining twelve (12) erroneously high troponin (accutni) results within the risk stratification range that were generated by the unicel dxc 600i access immunoassay system. The erroneous results were reported out of the laboratory. Negative results within the normal reference range were obtained upon repeat analysis. All the patients were admitted for further testing and the physician was consulted. A separate MDR 2122870-2010-00890 was submitted for the malfunction portion of this event. The following reports have been submitted for the other patients associated with this event: 2122870-2010-00891, 2122870-2010-00892, 2122870-2010-00893, 2122870-2010-00894, 2122870-2010-00895, 2122870-2010-00896, 2122870-2010-00914, 2122870-2010-00915, 2122870-2010-00916, 2122870-2010-00918, and 2122870-2010-00919.

Event description:
It was reported that revision surgery performed due to a nondisplaced acetabular fracture. The origin of the fracture was not reported, and the devices had been implanted for approximately 33 months.